Manufacturer narrative:
A device evaluation was performed and the reported issue was confirmed. The distal end of the device was damaged and had a broken tip. No kink or damage was found on the tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hemostatic probe tip "burned off" during a diagnostic colonoscopy and fell into the patient's colon. The doctor retrieved the broken tip from the colon. The procedure was extended momentarily and another piece of equipment was used to complete the procedure. There were no reports of patient harm. The device issue did not affect the diagnostic outcome of the patient and no further intervention was needed. The patient was reported to be "fine".